Event description:
The patient reported experiencing elevated blood glucose of 400 mg/dl on (B) (6) 2010 due to kinked infusion tubing. The infusion tubing had been in use for 2 days. The patient's normal blood glucose range is 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.